Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 45 mg/dl. Customer drank juice to address bg level. Customer alleged pump was the suspected cause of bg level. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Recommendation was made to consult with healthcare provider regarding diabetes management.